Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 3 reports. Other mfg report numbers: 3014334038-2020-00037, 3014334038-2020-00038. A facility reported the drill of the perforator stopped while drilling, so that the drilling could not take place without problems. The same failure happened with 3 patients and 3 perforators of the same ID and different lot numbers. An increase in surgical time of 10 minutes was observed.

Event description:
N/a.

Manufacturer narrative:
UDI: (B)(4). The perforator was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. Failure analysis: the returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.